Event description:
The manufacturer received information alleging a ventilator service required alarm occurred while the device was in patient use. There was no issue with the airflow or the operation. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported alarm was not duplicated. However, an error indicating the internal or detachable li-ion battery is not charging due to a hardware fault for greater or equal to 1 minute was observed in the device's event log. Evaluation verified that a failure had occurred in charging the detachable battery. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time. Additionally, the device's detachable battery was replaced. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.